Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. However moisture damage noted on lcd board during visual inspection. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. All buttons functioning properly during testing. No moisture damage on keypad traces during visual inspection.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to a diabetic ketoacidosis. The insulin pump was submerged in water. It was bulging out and bending too. The customer ended up reverting to a backup plan. The paramedics were dispatched. Customer's blood glucose level was over 600 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer was advised that the device would be replaced and agreed to return the product for analysis.